Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, device appearance (observed void on valve side in the part not texture side, because reason is a not defect), broken shell, delamination in the diaphragm valve, brown particles, and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in posterior/anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: two sharp opening on anterior due to an unidentified (tear) opening. Two sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.